Manufacturer narrative:
The reported event of sensing anomaly was not confirmed. A complete lead was returned in one piece. Electrical testing, x-ray examination and visual examination of the lead did not find any anomalies.

Event description:
New information received confirms that the left-bundle branch (lbb) lead exhibited poor capture threshold.

Event description:
It was reported upon initial implant procedure that the newly placed left-bundle branch (lbb) lead exhibited unspecified sensing anomalies. As a resolution the lbb lead was not implanted and an alternate near at hand was implanted instead on (B)(6) 2024. The patient was recovering.